Event description:
During the navx mode af case, during which a non-abbott catheter (medtronic pulseselect pfa catheter) was used, the patient experienced a cardiac effusion which required a pericardiocentesis and a thoracotomy. At the end of the procedure, the catheters were removed and a final ice survey for effusion was performed which was negative. Vessel closure was completed when the anesthesiologist noted low blood pressure. A transthoracic echocardiogram revealed a cardiac effusion. A pericardiocentesis and an emergency thoracotomy to stabilize the patient. The patient deceased. There were no performance issues with any abbott device. The physician is unsure what caused the effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).